Manufacturer narrative:
The customer¿s report of a leak at the y-site junction was confirmed. No damage was observed on the set upon initial visual inspection. Functional testing and pressure testing confirmed a leak from the engagement between the tubing and the distal y-site arm. The root cause of the leak was identified as a manufacturing issue due to insufficient bonding solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
Customer medwatch # 2300460000-2016-8018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 0.9% ns with a secondary infusion of magnesium sulfate was found to be leaking at the injection port site. The tubing was not leaking from the injection port, but directly above the site where the flexible tubing inserts into the firmer plastic hub, believed to be the lower fitment. There was no patient harm reported. Per medwatch report: event desc: "fluid was observed on the floor next to the patient's bed directly underneath of where the IV tubing was hanging. Upon closer inspection, the IV tubing had apparent condensation with fluid dripping off of the lines. All of the IV tubing was immediately inspected and it was found that the 0.9% ns tubing (with ivpb of magnesium sulfate infusing) was leaking at the injection port site. The tubing was not leaking from the injection port, but directly above the site where the flexible tubing inserts into the firmer plastic hub. The tubing was immediately replaced". The medwatch listed "product problem" but also selected "other-serious" without any details or information that would necessitate a serious injury incident. The customer has been contacted to provide any information regarding an adverse outcome to the patient as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported there was no patient harm or medical intervention.